Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. On (B)(6) 2023, the patient experienced a signal loss lasting over an hour. After arriving home, the patient was about to get out of the car and blacked out. The patient was able to wake up and request help from his father. The father arrived and found the patient lying on the driveway. The patient had fallen out of his car. His face and leg were injured (no details provided). The father rushed the patient to the hospital as he was going in and out of response. When he arrived at the hospital, he had a cardiac arrest. They got the patient in an emergency room and were able to revive him. The patient was incubated and put in critical care on the same day. No blood glucose values were provided. The patient was in a coma for five days and was in critical care for two weeks. He was discharged after time spent in rehab and could walk on his own. At the time he was scheduled for follow-up appointments with three doctors. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was the transmitter and app were unable to establish a connection. No additional patient or event information is available.